Event description:
Patients acetabulum was revised for poly wear. Cup was explanted and replaced with tritanium primary shell and mdm liner.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
An event regarding wear involving an omnifit liner was reported. The event was not confirmed. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Patients acetabulum was revised for poly wear. Cup was explanted and replaced with tritanium primary shell and mdm liner.